Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Concomitant device: 176620 endoclip 5 mm disp (lot# n8e496). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, pain, abscess, open wound, purulent drainage and infection. Post-operative patient treatment included revision surgery, mesh removed in its entirety, incision and drainage of abscess, and wound vac. Concomitant device: vicryl mesh.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, pain, abscess, open wound, purulent drainage, infection, inflammation, allergic reaction, adhesions, bleeding, seroma, perforation, constant discomfort, fistulas. Post-operative patient treatment included revision surgery, mesh removed in its entirety, incision and drainage of abscess, wound vac, medication.

Manufacturer narrative:
Additional information: a4, b5, b7, d8, e1, g1, h4, h6 (ime, imf, device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, pain, abscess, open wound, and infection. Post-operative patient treatment included revision surgery, incision and drainage of abscess, and wound vac.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a recurrent incisional hernia repair with mesh and excision of lump on left lower extremities. She had revision surgery 2 months post surgery and also one year and 7 months post revision surgery, plus revision surgeries for the next two months. The patient experienced multiple surgical revision, pain, abscess, infections, recurrence, and wound vac.